Manufacturer narrative:
The customer reported of broken tubing ¿cracked hub¿ was confirmed upon visual inspection. It was observed that the received set sample's male luer collar was damaged. Visual inspection observed that the male luer collar was partially broken off from its collar base (cavity 11c). The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. No other issue were observed. No testing was deemed necessary due to the obvious damage. The device history record for set model me2017 could not be performed due to no lot number being provided. The root cause was identified as design of the male luer component.

Event description:
It was reported that there was a broken tubing set. The event occurred on a pediatric unit; however the issue was noted before patient use. Although requested, no additional event details were provided.

Manufacturer narrative:
Concomitant medical products: non-bd needle-free connector. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a broken tubing set. The event occurred on a pediatric unit; however the issue was noted before patient use. Although requested, no additional event details were provided.